Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. During contact with tandem technical support, as the customer was not currently receiving an alarm, trouble shooting to help determine a possible cause of the occlusion was not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.